Event description:
On follow-up it was reported that the tracheal tube slipped out of place where the electrode was set, and the resistance value became high. To troubleshoot the issue, repositioning was tried.

Manufacturer narrative:
H3: a syringe was used to inflate the sample with 15cc of air, and the sample did show any sign of leak. No fault was found with the reported device as it pertains to the complaint. H6: fdm b17, fdr c20 no longer apply. There were 2 devices (2 emg tubes) being used in this surgery, we are submitting 2 mdrs for the same event. This is same event as regulatory report: a syringe was used to inflate the sample with 15cc of air, and the sample showed a slow leak. List of products involved: emg tube 8229707 nim trivantage 7.0mm, ID 8229707, lot# 0220370784. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the tracheal tube was defective. There was no patient impact.